Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this physician contacted the local representative to report that the device displayed a fault code#1003 (voltage too low for remaining capacity) during a routine in-clinic follow-up. The local representative contacted boston scientific's technical services to discuss the issue. Technical services recommended device replacement and suggested that a save-to-disk and memory upload should be performed. The patient was scheduled for follow-up back at the clinic the next day. The local representative contacted ts the next day to report that a save-to-disk was performed. Ts was informed that following device interrogation, the reported power consumption was 88%. The patient's monitoring system (communicator) had been unplugged at home. The clinic received the yellow alert (voltage too low for remaining capacity) when the communicator was plugged back in. The patient has been scheduled for device replacement. The device will be shipped back to boston scientific following the replacement procedure.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. This device was successfully explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded in (B)(6) 2012. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.